Event description:
It was reported that at the beginning of the year, the catheter broke and the pump was not infusing medications. It was noted that part of the catheter was left inside the patient's body. The pump and the catheter were replaced. The device system was previously used to deliver fentanyl. It was noted that the device system was currently used to deliver bupivacaine and prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# n312414011 serial# implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type catheter; product ID 8590-9 lot# n255158 serial# implanted: 2012-(B)(6) explanted: product type accessory. (B)(4).